Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: dtma1d4 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead impedance warning. High impedance was observed on the remote transmission. The lv lead remains in use. No patient complications have been reported as a result of this event.